Event description:
Report received from the USA stating the device was making "extremely loud noises". The device was being used during knee surgery. No pt or user injuries were reported. There was no add'l info provided.

Manufacturer narrative:
The device was received by anspach. If add'l info is received, a supplemental report will be sent. Ref: (B)(4).